Event description:
It was reported to boston scientific corporation in 2008, that a tandem xl ercp cannula device was used for a procedure in 2008 (patient age, gender and weight are unknown).according to the complainant, during preparation, insertion of the jagwire into the lumen failed. Procedure was completed with another tandem xl ercp cannula device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device was evaluated for the reported failure. A visual evaluation found that the working length was collapsed. A functional evaluation found that the guidewire could not be passed through the collapsed part of extrusion. The evaluation confirmed the customer complaint.